Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within 30 days upon receipt.

Event description:
A report was received from the clinical study indicating that the pt had a restenosis event one year after implantation of a cypher stent. The patient had an episode of angina and coronary angiogram showed a restenosis of the cypher stent implanted in the mid lad. The indication for the index procedure was stable angina and a positive eeg stress test (bicycle/tread mill). Lesion characteristics were described as de novo, irregular with moderate tortuosity, 2.5x15mm long with a type b1 classification with 85% stenosis. The cypher stent was implanted at 14 atms, pre and post dilatation were not conducted. The pt was discharged home on antiplatelet therapy.